Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (4) 2006 to (B) (4) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 1 event associated with this event type (potential mfg error) and product code lxh.

Event description:
Potential mfg error. It was reported "the #6 four in one cutting block has 2 metal burrs projecting from side of block. The cst, (B) (6), punctured glove and cut himself when removing from mayo to put back in tray. Gloves had to be changed, wound washed."